Event description:
The customer reported a speaker malfunction from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Manufacturer narrative:
The remote service engineer (rse) advised the customer to try a cold start on the monitor. The rse asked the customer if the speaker produced any sound but received no response. The customer did not get in contact again, so the rse closed the case. It remains unknown if there was still sound coming from the device.